Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could not see and felt uncomfortable. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as dysphotopsia. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).